Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 46 mg/dl. The customer consumed glucose tablets and drank juice to address low bg. Reportedly, the customer was also experiencing difficulty thinking and speaking. Customer continued to use current pump for insulin therapy; however a replacement was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.